Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported there was an overdischarge. It was reported the patient had not charged in a while and patient did not think it was working. The healthcare professional (hcp) called because the patient needed an MRI and the hcp needed to page a manufacturer's representative (rep) to come to the hospital to do a physician mode recharge (pmr). Additional information was received from the rep. It was reported that the rep did a pmr but they were unable to charge the battery. No symptoms reported. No further complications were reported/anticipated.